Event description:
A medtronic representative reported a damaged solera driver. He said that the site noticed the head of the driver is stripped. This was not discovered during surgical use. No patient involvement.

Manufacturer narrative:
No patient was involved in this event. Evaluation of the suspect device finds: the tip of the instrument is not stripped but it is twisted and broken off. Mechanical malfunction directly caused event.